Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material was found in the jet tube. The foreign material was not be removed because reprocessing could not be done properly due to leakage caused by deformation of right left upward downward knob and wear of the flexibility adjustment ring. However, olympus could not identify a definitive root cause of the event. The suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU states detection methods in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the jet tube clogged. There were no reports of patient involvement.